Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2017, a set screw stripped and broke when the surgeon was removing the guide block just before finishing the surgery. No fragments were generated. The surgery was successfully completed with no surgical delay and the patient was stable after the surgery. There is no additional information. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.111.600, lot no.: 14-3995, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 09.apr.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.